Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2016 with the following findings: the keypad was found to be intact; all buttons were responsive to button presses. The keypad cover was removed; there was no contamination found under the contacts. There was no evidence of moisture found. No leaks were detected during a leak test. The pump was opened to inspect the keypad flex; the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of internal moisture found. The reported under responsive keypad buttons was not duplicated during investigation. Unrelated to the complaint, the audio bolus button (abb) cover was found to be damaged and punctured; however, the abb was found to be responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 01/14/2016, the reporter contacted animas, alleging tactile changes to the keypad buttons. There was reportedly moisture and corrosion in the pump. There was no indication where the moisture and corrosion was located. No additional information was received. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.